Event description:
A patient (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite on (B)(6) 2009. The patient reported a urinary tract infection on (B)(6) 2011 which was confirmed by urinalysis testing. The patient was treated with antibiotics and the uti resolved on (B)(6) 2011. The physician assessed the event as mild in severity and was not related to the coaptite injection.

Manufacturer narrative:
At the time of this report, the uti symptoms had resolved. A review of the device history records indicate the reported lot #1011177 met all specifications prior to release and no abnormalities were noted.